Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735023, serial/lot #: (B)(6) , ubd: unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that the navigated screwdriver tip broke off when inserting an 8.5mm diameter screw. There was a significant amount of torsional force used to insert the screw. The screw hole was not tapped, but a 7.0mm diameter screw from a prior surgery was removed, and the surgeon was placing the screw down the same screw hole. The 8.5mm screw with the tip of the screwdriver broken off was disposed of after the case and was not available. A new navigated screwdriver was available and used to put in a new 8.5mm screw. There was no harm to the patient, and no case delay.

Manufacturer narrative:
H3: hardware analysis was completed on the returned driver. The tip of the driver had been broken off. H6: b01, c02 and d07 apply to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.